Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 53-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). During the procedure, the staff was attempting to de-air the purge line before connecting the yellow luer locks and plugging in the pump. The automated impella controller (aic) console screen went directly into the placement screen prior to starting the pump. The staff removed the purge line, and changed the aic, but did not resolve the issue. The impella pump was able to function without any alarms. Two days later, the impella was successfully weaned. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. The cause of the priming problem could not be determined due to no product returned and insufficient clinical details.